Event description:
It was reported that a patient experienced a break in aseptic technique further described as a break in technique when the patient had to do an emergency disconnect due to diarrhea during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin (intraperitoneally, dose, duration and frequency not reported) for the peritonitis event. The patient was discharged from the hospital after eight days. The treatment with antibiotics was stopped on an unreported date the following month. At the time of this report, the patient was recovered from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.